Event description:
(B)(4). Constant pelvic pain,extremly heavy and irregular menstrual cycle, mood disorder, anxiety, high blood pressure, swelling, weight gain 30 pounds, diagnosed with ulcerative colitis and pelvic inflammatory disease, back and joint pain, and cysts on left ovary.